Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump display which had become grey with a stripe going across. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they can be read but not as bright as usual. Customer stated the insulin pump had colours appear to had gone away it was more black and white. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected partial display with horizontal lines on display due to cracked lcd controller between the lcd controller and the lcd image area. Unable to perform displacement test and self test due to display anomaly.